Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 595mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. The customer's recent glucose reading was 141mg/dl, and she was treated with the insulin pump and manual injections. The customer stated the insulin pump was alarming motor error at the time. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.